Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was hcp stated that the patient reported some inconsistencies with his personal therapy manager (ptm) and that he was getting extra boluses which resulted in the patient needing to give himself narcan and go to the emergency room (ER). The hcp stated that the pump logs did not go back to the time of this event but more recent logs did not show any instances of the patient getting more boluses than what was set by the lockout parameters. The hcp stated that the patient kept track of his own bolus usage and the patient said there were days where he got boluses and the hcp said there were no boluses logged. The hcp stated there were full days with no boluses in logs where the patient said he used his ptm. The agent reviewed information on the log storage capacity. The agent advised the hcp to continue to track any unexpected ptm activity. The hcp stated that in addition to the pump the patient had a fentanyl patch. The ptm settings were: bolus dose of 10 mcg over 4 min; lockouts were 1x/1h, 1x/1h, 8x/day. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 8835. Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 8835, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.